Event description:
During renal pta, stent became dislodged, filterwire broke. Attempts to retrieve were unsuccessful. Pt sent to operating room for exploration of right femoral artery and retrieval of left renal artery and stent.

Manufacturer narrative:
On 4/28/06, the following info was provided by hosp: "while attempting to stent the left renal artery. The stent became dislodged. While attempting to snare the stent using an amplatz goose neck snare, the filterwire device separated at the filter basket. Surgical intervention resulted in retrieval of both the stent and the filter basket from the pt's right (profunda) femoral artery. The pt is reported to be doing well." Boston scientific has received just this limited info on the procedure. The primary failure was the stent (make and MFR unk) dislodged from its stent delivery catheter during deployement. An attempt was made to snare the stent and withdraw the stent out of the pt. During this attempt, the filterwire's filter loop remained deployed distal to the stent, restricting further migration of the stent. It was also reported that the filterwire's filter loop assembly (filter basket) detached from the filterwire guidewire. The stent and detached filter loop assembly were surgically retrieved from the pt's right femoral artery near the insertion site in the groin. Therefore, the detachment of the filterwire filter loop assembly had to have occurred near the insertion site and not in the renal artery. For that to happen, the stent had to have been snared but was unable to be retracted into the guiding catheter/sheath so the whole system (guide catheter, stent and filterwire) must have been withdrawn from the pt as a unit with the stent hanging up at the insertion site and detaching the filterwire's filter loop assembly at that point. The filterwire failure is presumed to be secondary to the stent dislodgement and removal difficulties.